Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, the haptic was torn or broken.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information has been provided in a.1., a.2.a., b.3., b.5., h.3., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the report was about bent/broken haptic. The procedure was completed on the same day with another company lens. There was no patient harm.